Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: vanguard ps femoral component, cat#: 183124, lot#: 362500; vanguard ps tibial bearing, cat#: 183640, lot#: 2186803; palacos r/g 66017772, cat#: unk, lot#:unk. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is in process of being returned.

Event description:
It was reported that the patient was revised seven years after initial surgery due to tibial loosening. Bone cement was not fixed to the tibial component. Cement was broken on the medial side of the tibia.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Femoral, tibial and bearing component were returned back for evaluation. Visual inspection of tibial component shows wear (nick/heavy burr) on the surface of the device. The surface also shows some shiny spots (seems to be result of some residue). The dimensional analysis shows the device to be within specification. X-ray evaluation report provided by mmi states possible loosening of tibial component. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.